Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling expiratory and inspiratory breaths. The fault occurred during setup for use on patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem, device was not cycling expiratory and inspiratory breaths. The root cause of the issue was determined as o-ring in the input manifold. O-ring in the input manifold replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.